Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the transmitter had a pairing issue. No additional event or patient information is available. Data log was reviewed for evaluation on 04/26/2017. Complaint for a pairing issue could not be confirmed. However, a transmitter failure was found and confirmed. The root cause could not be determined. Based on the findings of a transmitter failure this is now being reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed and the test passed. Voltage testing was performed and the transmitter has voltage. A review of the downloaded data log did not confirm the reported event of pairing failure. A root cause could not be determined.